Manufacturer narrative:
The insulin pump alarmed button error and the buttons are unresponsive due to corroded keypad traces. Unexpected restart alarm was not verified due to keypad anomaly. The device had cracked lcd window, cracked case at the display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, and stained cap sticker.

Event description:
Customer reported via phone call, the insulin pump had alarmed button error. He then replaced the battery and the battery cap and the device alarmed unexpected restart. Customer's blood glucose was unknown but current was 250 mg/dl, treated with shot. Customer didn't recall any significant event which may have cause the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for further analysis.